Event description:
It was reported the device infused at the wrong rate due to user error. Per report: the device allegedly reverted to an incorrect rate/weight programmed on device. There was patient involvement, but the user harm was unknown. Additional information provided 13-may-2026: the clinician programmed the pump and then attempted to associate it. However, the pump remained on the ¿program pump¿ screen, so he chose to dissociate the channel and manually run the infusion instead. At some point, the pump reverted to an incorrect weight and rate, pulling in information from the previous patient, even though he had already programmed the correct settings. Additional information received 27-may-2026: the customer states this is being considered as a "user error".

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.